Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect (B)(6) results on a patient processed on the architect i2000sr. Initially, the patient tested architect (B)(6) (1.06 index) but repeated (B)(6) (0.7 index) with a new sample. The new sample was repeated several days later with (B)(6) results (1.0 index). The patient is (B)(6) with high avidity. No impact to patient management was reported.

Manufacturer narrative:
A field service engineer (fse) replaced the valve, manifold kit for leaking and the valve, syringe for clogged/obstructed to resolve the issue. However; the fse considered the likely cause of the discrepant result issue to be the valve, syringe. A review of the architect i2000sr serial (B)(4) service history verified no reports of discrepant results since the part was replaced. The architect system operations manual provides information for the troubleshooting and maintenance concerning erratic results, including, but not limited to, the troubleshooting performed by the fse. The architect cmv igm package insert provides information regarding sample handling, result interpretation, and performance characteristics. A review of the architect i2000sr tracking and trending data in the revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. The architect i2000sr erratic result rate is within acceptable limits with no trends identified. Also, a review for similar complaints identified no adverse trends of the valve, syringe. Use error may have contributed to the customer's issue as the first sample was hemolyzed and the fse replaced the valve, syringe, as well as the valve, manifold kit. No product deficiency or systemic issue was identified for the architect i2000sr and valve, syringe.